Event description:
The international customer reported the ventilator alarmed due to a vent inop data acquisition adc failure. The customer reported the device was in use on a patient and there was no patient harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. Completion of device evaluation and service is pending.

Event description:
The manufacturers service engineer was unable to duplicate the reported problem. Review of the device diagnostic history noted vent inop data acquisition adc failures as reported. During testing, the service engineer reported movement of the data acquisition pcb to motor controller pcb cable generated a data acquisition adc failure as reported. The service engineer replaced the cable and reported post-testing of the cable could not duplicate the reported problem. Final applicable testing was performed to operating specifications.

Manufacturer narrative:
Completion of service pending.